Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that following insertion the patient experienced pain, infection, bleeding, urinary problems, dyspareunia and neuromuscular problems.(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04940. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. Post implantation, the patient experienced pain, dyspareunia, infection and bleeding. The patient underwent two mesh revisions on (B)(6) 2011 and (B)(6) 2012. No additional information was provided.